Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04945. Reference MFR report: 1627487-2012-04946. The pt received two anchors with the same lot number, and two leads with different lot numbers. It was reported the pt was experiencing an increase in stimulation when he pressed on his back. The physician revised the issue under fluoroscopy and confirmed the issue. The anchor was superficial, and placed close to the stimulation end of the lead. It was reported the lead moves up and down when the anchor is pressed. The physician scheduled surgical intervention to correct the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.